Event description:
A malfunction alarm with code malf 16 was reported, and there were no notable events preceding the malfunction. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.